Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), allergy to metals ("possible allergic reaction to nickel"), tinnitus ("tinnitus"), vomiting ("vomiting"), arthralgia ("joint pain"), nausea ("nausea") and asthma ("asthma"). At the time of the report, the pelvic pain, swelling, metrorrhagia, allergy to metals, tinnitus, vomiting, arthralgia, nausea and asthma had not resolved. The reporter considered allergy to metals, arthralgia, asthma, metrorrhagia, nausea, pelvic pain, swelling, tinnitus and vomiting to be related to essure. The reporter commented: patient will undergo surgery for essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.561 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced tachycardia ("tachycardia"), arthralgia ("joint pain"), thyroid disorder ("thyroid problems"), insomnia ("insomnia"), fatigue ("tiredness"), panic attack ("panic attack") and amnesia ("memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("possible allergic reaction to nickel"), metrorrhagia ("metrorrhagia"), asthma ("asthma"), swelling ("swelling"), tinnitus ("tinnitus"), vomiting ("vomiting"), nausea ("nausea"), abdominal pain ("strong abdominal pain "), menorrhagia ("heavy menstrual bleeding "), sleep disorder ("sleep hygiene disorders") and night sweats ("overnight sweating"). The patient was treated with surgery (essure removal through bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, metrorrhagia, swelling, tachycardia, tinnitus, vomiting, nausea, arthralgia, thyroid disorder, insomnia, fatigue, panic attack and amnesia was resolving, the allergy to metals and asthma had not resolved and the abdominal pain and sleep disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, arthralgia, asthma, fatigue, insomnia, menorrhagia, metrorrhagia, nausea, night sweats, panic attack, pelvic pain, sleep disorder, swelling, tachycardia, thyroid disorder, tinnitus and vomiting to be related to essure. The reporter commented: since the middle of 2013 and 2014, she started developing constant symptoms, which led her to go to the a&e on several occasions. In 2016, she started to have joint pain, thyroid problems and a clinical episode that limit her with insomina, tiredness, panic attack, tachycardia, and memory loss. After essure removal, she got better but still has sequels such as metal allergy and asthma. Her treating physician did not relate the events with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2018: positive results for methyldibromo glutaronitrile, rhodium and silver nitrate sensitivity. X-ray - on (B)(6) 2012: essure devices in correct place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: essure inserion/removal date, events (strong abdominal pain, heavy menstrual bleeding, sleep hygiene disorders, overnight sweating), lab tests. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain intensified during ovulation') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("strong abdominal pain intensified during ovulation"), sleep disorder ("sleep hygiene disorders") and night sweats ("overnight sweating"). In 2016, the patient experienced tachycardia ("tachycardia"), arthralgia ("joint pain"), thyroid disorder ("thyroid problems"), insomnia ("insomnia"), fatigue ("tiredness"), panic attack ("panic attack") and amnesia ("memory loss"). On an unknown date, the patient experienced allergy to metals ("possible allergic reaction to nickel/ rhodium sensitivity "), metrorrhagia ("metrorrhagia"), asthma ("asthma"), swelling ("swelling"), tinnitus ("tinnitus"), vomiting ("vomiting"), nausea ("nausea") and allergy to chemicals ("methyldibromoglutaronitrile and silver nitrate sensitivity"). The patient was treated with surgery (essure removal through bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, swelling, tachycardia, tinnitus, vomiting, nausea, arthralgia, thyroid disorder, insomnia, fatigue, panic attack and amnesia was resolving, the allergy to metals and asthma had not resolved and the metrorrhagia, abdominal pain, sleep disorder and allergy to chemicals outcome was unknown. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, amnesia, arthralgia, asthma, fatigue, insomnia, menorrhagia, metrorrhagia, nausea, night sweats, panic attack, pelvic pain, sleep disorder, swelling, tachycardia, thyroid disorder, tinnitus and vomiting to be related to essure. The reporter commented: since the middle of 2013 and 2014, she started developing constant symptoms, which led her to go to the a&e on several occasions. In 2016, she started to have joint pain, thyroid problems and a clinical episode that limit her with insomnia, tiredness, panic attack, tachycardia, and memory loss. After essure removal, she got better but still has sequels such as metal allergy and asthma. Her treating physician did not relate the events with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in september 2018: positive results for methyldibromo glutaronitrile, rhodium and silver nitrate sensitivity; on (B)(6) 2019: positive results for methyldibromoglutaronitrile, rhodium and silver nitrate sensitivity. Ultrasound scan - on (B)(6) 2012: confirmed essure position. X-ray - on (B)(6) 2012: essure devices in correct place. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: the case (B)(4) (MFR# 2951250-2019-11535) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter, lab tests, essure removal date added. The previous event term pelvic pain was changed to pelvic pain intensified during ovulation (2013); strong abdominal pain was changed to strong abdominal pain intensified during ovulation; possible allergic reaction to nickel was changed to possible allergic reaction to nickel/ rhodium sensitivity. New events added: heavy menstrual bleeding and methyldibromoglutaronitrile and silver nitrate sensitivity. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain intensified during ovulation') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("strong abdominal pain intensified during ovulation"), sleep disorder ("sleep hygiene disorders") and night sweats ("overnight sweating"). In 2016, the patient experienced tachycardia ("tachycardia"), arthralgia ("joint pain"), thyroid disorder ("thyroid problems"), insomnia ("insomnia"), fatigue ("tiredness"), panic attack ("panic attack") and amnesia ("memory loss"). On an unknown date, the patient experienced allergy to metals ("possible allergic reaction to nickel/ rhodium sensitivity "), intermenstrual bleeding ("metrorrhagia"), asthma ("asthma"), swelling ("swelling"), tinnitus ("tinnitus"), vomiting ("vomiting"), nausea ("nausea") and allergy to chemicals ("methyldibromogulatronitrile and silver nitrate sensitivity"). The patient was treated with surgery (essure removal through bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, swelling, tachycardia, tinnitus, vomiting, nausea, arthralgia, thyroid disorder, insomnia, fatigue, panic attack and amnesia was resolving, the allergy to metals and asthma had not resolved and the intermenstrual bleeding, abdominal pain, sleep disorder and allergy to chemicals outcome was unknown. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, amnesia, arthralgia, asthma, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, nausea, night sweats, panic attack, pelvic pain, sleep disorder, swelling, tachycardia, thyroid disorder, tinnitus and vomiting to be related to essure. The reporter commented: since the middle of 2013 and 2014, she started developing constant symptoms, which led her to go to the a&e on several occasions. In 2016, she started to have joint pain, thyroid problems and a clinical episode that limit her with insomina, tiredness, panic attack, tachycardia, and memory loss. After essure removal, she got better but still has sequels such as metal allergy and asthma. Her treating physician did not relate the events with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2018: positive results for methyldibromo glutaronitrile, rhodium and silver nitrate sensitivity; on (B)(6) 2019: positive results for methyldibromogulatronitrile, rhodium and silver nitrate sensitivity. Ultrasound scan - on (B)(6) 2012: confirmed essure position. X-ray - on (B)(6) 2012: essure devices in correct place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2022: new lawyer reporter. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain intensified during ovulation') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("strong abdominal pain intensified during ovulation"), sleep disorder ("sleep hygiene disorders") and night sweats ("overnight sweating"). In 2016, the patient experienced tachycardia ("tachycardia"), arthralgia ("joint pain"), thyroid disorder ("thyroid problems"), insomnia ("insomnia"), fatigue ("tiredness"), panic attack ("panic attack") and amnesia ("memory loss"). On an unknown date, the patient experienced allergy to metals ("possible allergic reaction to nickel/ rhodium sensitivity"), intermenstrual bleeding ("metrorrhagia"), asthma ("asthma"), swelling ("swelling"), tinnitus ("tinnitus"), vomiting ("vomiting"), nausea ("nausea") and allergy to chemicals ("methyldibromogulatronitrile and silver nitrate sensitivity"). The patient was treated with surgery (essure removal through bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, swelling, tachycardia, tinnitus, vomiting, nausea, arthralgia, thyroid disorder, insomnia, fatigue, panic attack and amnesia was resolving, the allergy to metals and asthma had not resolved and the intermenstrual bleeding, abdominal pain, sleep disorder and allergy to chemicals outcome was unknown. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, amnesia, arthralgia, asthma, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, nausea, night sweats, panic attack, pelvic pain, sleep disorder, swelling, tachycardia, thyroid disorder, tinnitus and vomiting to be related to essure. The reporter commented: since the middle of 2013 and 2014, she started developing constant symptoms, which led her to go to the a&e on several occasions. In 2016, she started to have joint pain, thyroid problems and a clinical episode that limit her with insomina, tiredness, panic attack, tachycardia, and memory loss. After essure removal, she got better but still has sequels such as metal allergy and asthma. Her treating physician did not relate the events with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2018: positive results for methyldibromo glutaronitrile, rhodium and silver nitrate sensitivity; on (B)(6) 2019: positive results for methyldibromogulatronitrile, rhodium and silver nitrate sensitivity. Ultrasound scan - on (B)(6) 2012: confirmed essure position. X-ray - on (B)(6) 2012: essure devices in correct place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), allergy to metals ("possible allergic reaction to nickel"), tinnitus ("tinnitus"), vomiting ("vomiting"), arthralgia ("joint pain"), nausea ("nausea") and asthma ("asthma"). At the time of the report, the pelvic pain, swelling, metrorrhagia, allergy to metals, tinnitus, vomiting, arthralgia, nausea and asthma had not resolved. The reporter considered allergy to metals, arthralgia, asthma, metrorrhagia, nausea, pelvic pain, swelling, tinnitus and vomiting to be related to essure. The reporter commented: patient will undergo surgery for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer with additional information received through social media and describes the occurrence of pelvic pain ("pelvic pain ") and tiredness ("tired") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced procedural pain ("intense pain in the placement of the device"). In 2012 she experienced loss of consciousness ("she suffered from blackouts in the first two years"). In 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("strong abdominal pain intensified during ovulation"), sleep disorder ("sleep hygiene disorders") and night sweats ("overnight sweating"). In 2014 she experienced a first episode of arthralgia ("joint pain"), memory impairment ("lapses") and fatigue ("excessive fatigue"). In 2016 she experienced tiredness (seriousness criterion medically important), tachycardia ("tachycardia"), thyroid disorder ("thyroid problems"), insomnia ("insomnia"), panic attack ("panic attack"), amnesia ("memory loss") and a second episode of arthralgia ("joint pain"). Essure was removed on 09-feb-2019. An unknown time later she experienced allergy to metals ("possible allergic reaction to nickel/ rhodium sensitivity"), intermenstrual bleeding ("metrorrhagia"), asthma ("asthma"), swelling ("swelling"), tinnitus ("tinnitus"), vomiting ("vomiting"), nausea ("nausea"), allergy to chemicals ("methyldibromogulatronitrile and silver nitrate sensitivity"), menstruation irregular ("altered periods"), musculoskeletal discomfort ("joint discomfort"), photosensitivity reaction ("light hypersensitivity"), multiple allergies ("allergies"), headache ("headaches"), dizziness ("dizziness"), genital haemorrhage ("bleeding") and pain ("chronic pain"). The patient was treated with surgery (essure removal through bilateral salpingectomy). At the time of the report, the pelvic pain, tiredness, heavy menstrual bleeding, swelling, tachycardia, tinnitus, vomiting, nausea, latest episode of arthralgia, thyroid disorder, insomnia, panic attack and amnesia were resolving and the allergy to metals and asthma had not resolved. The outcomes for intermenstrual bleeding, abdominal pain, sleep disorder, allergy to chemicals, procedural pain, loss of consciousness, memory impairment, fatigue, menstruation irregular, musculoskeletal discomfort, photosensitivity reaction, multiple allergies, headache, dizziness, genital haemorrhage and pain were unknown. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, amnesia, the first episode of arthralgia, the second episode of arthralgia, asthma, dizziness, fatigue, tiredness, genital haemorrhage, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, loss of consciousness, memory impairment, menstruation irregular, multiple allergies, musculoskeletal discomfort, nausea, night sweats, pain, panic attack, pelvic pain, photosensitivity reaction, procedural pain, sleep disorder, swelling, tachycardia, thyroid disorder, tinnitus and vomiting to be related to essure administration. The reporter commented: since the middle of 2013 and 2014, she started developing constant symptoms, which led her to go to the a&e on several occasions. In 2016, she started to have joint pain, thyroid problems and a clinical episode that limit her with insomina, tiredness, panic attack, tachycardia, and memory loss. After essure removal, she got better but still has sequels such as metal allergy and asthma. Her treating physician did not relate the events with essure. Follow-up 25-jan-2023 consumer reports after that, the symptoms started. The first two years she suffered from blackouts. Already in 2014, she began to suffer "joint pain, excessive fatigue, lapses...", she lists: "she was a student and for two years she had to give up her studies completely. She even started to think that she had leukaemia. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in (B)(6) 2018: ositive results for methyldibromo glutaronitrile, rhodium and silver nitrate sensitivity; on (B)(6) 2019: positive results for methyldibromogulatronitrile, rhodium and silver nitrate sensitivity [ultrasound scan] on (B)(6) -2012: confirmed essure position [x-ray] on (B)(6) 2012: essure devices in correct place quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 25-jan-2023: the following information were included other reporter's, new events procedural pain, blackout, fatigue, joint pain, memory deficit , irregular menstruation, photosensitivity reaction, discomfort in joints, multiple allergies, headaches, dzziness, genital bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer with additional information received through social media and describes the occurrence of pelvic pain ("pelvic pain") and tiredness ("tired") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced procedural pain ("intense pain in the placement of the device"). In 2012 she experienced loss of consciousness ("she suffered from blackouts in the first two years"). In 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy menstrual bleeding, 21-day long periods"), abdominal pain ("strong abdominal pain intensified during ovulation"), sleep disorder ("sleep hygiene disorders") and night sweats ("overnight sweating"). In 2014 she experienced a first episode of arthralgia ("joint pain"), memory impairment ("lapses") and fatigue ("excessive fatigue"). In 2016 she experienced tiredness (seriousness criterion medically important), tachycardia ("tachycardia"), thyroid disorder ("thyroid problems"), insomnia ("insomnia"), panic attack ("panic attack"), amnesia ("memory loss") and a second episode of arthralgia ("joint pain"). On unknown date she experienced allergy to metals ("possible allergic reaction to nickel/ rhodium sensitivity"), intermenstrual bleeding ("metrorrhagia"), asthma ("asthma"), swelling ("swelling"), tinnitus ("tinnitus"), vomiting ("vomiting"), nausea ("nausea"), allergy to chemicals ("methyldibromogulatronitrile and silver nitrate sensitivity"), menstruation irregular ("altered periods"), musculoskeletal discomfort ("joint discomfort"), photosensitivity reaction ("light hypersensitivity"), multiple allergies ("allergies"), headache ("headaches"), dizziness ("dizziness"), genital haemorrhage ("bleeding"), pain ("chronic pain") and syncope ("fainting spell") and was found to have leukaemia ("leukaemia"). Essure was removed on (B)(6) 2019 the patient was treated with surgery (essure removal through bilateral salpingectomy). At the time of the report, the pelvic pain, tiredness, heavy menstrual bleeding, swelling, tachycardia, tinnitus, vomiting, nausea, latest episode of arthralgia, thyroid disorder, insomnia, panic attack and amnesia were resolving and the allergy to metals and asthma had not resolved. The outcomes for intermenstrual bleeding, abdominal pain, sleep disorder, allergy to chemicals, procedural pain, loss of consciousness, memory impairment, fatigue, menstruation irregular, musculoskeletal discomfort, photosensitivity reaction, multiple allergies, headache, dizziness, genital haemorrhage, pain, syncope and leukaemia were unknown. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, amnesia, the first episode of arthralgia, the second episode of arthralgia, asthma, dizziness, fatigue, tiredness, genital haemorrhage, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, leukaemia, loss of consciousness, memory impairment, menstruation irregular, multiple allergies, musculoskeletal discomfort, nausea, night sweats, pain, panic attack, pelvic pain, photosensitivity reaction, procedural pain, sleep disorder, swelling, syncope, tachycardia, thyroid disorder, tinnitus and vomiting to be related to essure administration. The reporter commented: since the middle of 2013 and 2014, she started developing constant symptoms, which led her to go to the a&e on several occasions. In 2016, she started to have joint pain, thyroid problems and a clinical episode that limit her with insomina, tiredness, panic attack, tachycardia, and memory loss. After essure removal, she got better but still has sequels such as metal allergy and asthma. Her treating physician did not relate the events with essure. Follow-up (B)(6) 2023 consumer reports after that, the symptoms started. The first two years she suffered from blackouts. Already in 2014, she began to suffer "joint pain, excessive fatigue, lapses...", she lists: "she was a student and for two years she had to give up her studies completely. She even started to think that she had leukaemia. We are full of plastic inside. Within our body, there is a certain amount of remains that end up in our lymphatic system and in the brain. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in (B)(6) 2018: ositive results for methyldibromo glutaronitrile, rhodium and silver nitrate sensitivity; on (B)(6) 2019: positive results for methyldibromogulatronitrile, rhodium and silver nitrate sensitivity [ultrasound scan] on (B)(6) 2012: confirmed essure position [x-ray] on (B)(6) 2012: essure devices in correct place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-may-2024: new events syncope & leukemia were added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2016, the patient experienced tachycardia ("tachycardia"), arthralgia ("joint pain"), thyroid disorder ("thyroid problems"), insomnia ("insomnia"), fatigue ("tiredness"), panic attack ("panic attack") and amnesia ("memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("possible allergic reaction to nickel"), metrorrhagia ("metrorrhagia"), asthma ("asthma"), swelling ("swelling"), tinnitus ("tinnitus"), vomiting ("vomiting") and nausea ("nausea"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, metrorrhagia, swelling, tachycardia, tinnitus, vomiting, nausea, arthralgia, thyroid disorder, insomnia, fatigue, panic attack and amnesia was resolving and the allergy to metals and asthma had not resolved. The reporter considered allergy to metals, amnesia, arthralgia, asthma, fatigue, insomnia, metrorrhagia, nausea, panic attack, pelvic pain, swelling, tachycardia, thyroid disorder, tinnitus and vomiting to be related to essure. The reporter commented: the patient commented in the laypress that essure was placed in 2012; until 2015 she did not have adverse events. In 2016, she started to have joint pain, thyroid problems and a clinical episode that limit her with insomina, tiredness, panic attack, tachycardia, and memory loss. After essure removal, she got better but still has sequels such as metal allergy and asthma. Her treating physician did not relate the events with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-jun-2019: in laypress (see europa press "affected in galicia by the implant should be ensured recoveries to the ministry of sanidade"), the patient commented that essure was placed in 2012 and until 2015, she did not have adverse events. In 2016, she started to have joint pain, thyroid problems and a clinical episode that limit her with insomina, tiredness, panic attack, tachycardia and memory loss. After essure removal, she got better but still has sequels such as metal allergy and asthma. Her treating physician did not relate the events to essure (new events, stop of essure, outcome was added) no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.